Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela was running on a patient alternating current (ac) and direct current (dc) led's can light up. The patient was transferred to another ventilator and the customer confirmed that there is no patient harm associated with this reported event.